Event description:
It was reported that the ilet user experienced hyperglycemia after announcing and eating their usual breakfast, with glucose rising into the 200s and remaining elevated for about five hours; the user later changed the infusion set and sought guidance, noting they were early in their ilet use. Symptoms included elevated blood glucose without reported ketones or acute complications. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included user interview, troubleshooting, and education regarding meal announcements and infusion set change. Investigation of this case revealed no device alarms, no reported device malfunction, and a likely user-related factor associated with meal announcement timing or technique, though the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.